Manufacturer narrative:
Device remains implanted inside the patient.

Event description:
It was reported that during an aneurysm procedure the subject flow diverter was successfully implanted which completely covered the neck of the aneurysm. On the same day post procedure, patient suffered dysphasia and faced difficulty in finding words. Computerized tomography (CT) and magnetic resonance imaging (MRI) were performed which showed no stroke. Post procedure nihss and mrs scores were 1 and 3. According to the site, the serious adverse event was having relationship to procedure, subject device and underlying condition. Patient was given integrilin through i.v., the adverse event was resolved in 5 days and patient has recovered.

Manufacturer narrative:
D4 lot # - corrected from 22081701 to 22081701r. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided in the complaint, medical intervention was performed through i.v. The patient was on medications: aspirin 100 mg/d, prasugrel 10mg/d, and integrilin 10.4mg IV + 0.75mg/ml infusion for 24 hours on (B)(6) 2022. There was a delay in the surgery, total duration 58 min. Images showed no stroke. The patient was adversely affected and suffered dysphasia (dysphasia, hard to find words, suspected stroke) which was resolved with integrilin IV. The current condition of the patient is recovered/resolved. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient neurological deficit as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during an aneurysm procedure the subject flow diverter was successfully implanted which completely covered the neck of the aneurysm. On the same day post procedure, patient suffered dysphasia and faced difficulty in finding words. Computerized tomography (CT) and magnetic resonance imaging (MRI) were performed which showed no stroke. Post procedure nihss and mrs scores were 1 and 3. According to the site, the serious adverse event was having relationship to procedure, subject device and underlying condition. Patient was given integrilin 10.4mg IV + 0.75mg/ml infusion for 24 hours as the medical intervention. The adverse event was resolved in 5 days and patient has recovered.